Manufacturer narrative:
The event occurred outside of the united states.while this product is not sold in the united states, it is like orsimilar to a product marketed in the united states.

Event description:
The reporter stated the infusion device did not display an e-4 error or alert message. No adverse event was reported. The infusion device was requested to be returned for product evaluation.